Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had presented to the hospital for an unrelated issue. Further investigation found that the patient's implantable cardioverter defibrillator's pocket had reopened. The pocket was then cleaned and reclosed. Patient was stable after the procedure.